Event description:
Pt was admitted for revision of left knee, secondary to pain & instability, from fractured femur. In accordance with hosp policy, the components removed are not available for release.